Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The line to the venous transducer was found to have a pin hole that leaked blood while the patient was in treatment. Test strips were not used to confirm and the machine did not alarm. Estimated blood loss was less than 1cc. Patient had no adverse effects and no medical intervention was required. Sample has been discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.